Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6209303, medical device expiration date: 2021-07-31, device manufacture date: 2016-08-17. Medical device lot #: 6335844, medical device expiration date: 2021-11-30, device manufacture date: 2016-12-16. Investigation: after analyzing the photo returned from the client, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the patient and is used to aid in the slippage of the catheter during venipuncture. Bd was able to confirm/ reproduce the incident in question. DHR/ qn/ ncmr review: the final assembly lot: 6179393 and 6292114 used in the claimed final product lot: 6209303 and 6335844 of angiocath yel was tested for presence of "foreign / unfamiliar matter" and no records of this defect were found. Based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this silicone on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. CAPA # (B)(4) is on going for this issue.

Event description:
It was reported before use of the bd angiocath¿ IV catheter there was foreign matter on the catheter. There was no report of injury or medical intervention.